Event description:
A malfunction alarm with the code "malf 12" was reported by the customer. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, and thus there was no adverse impact. Technical support assisted the customer in resetting the pump, which resolved the issue, and advised the customer to call back if the malfunction code recurs. The customer understood and agreed with the guidance provided.